Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were not crossing over. The customer attempted to enter the orders on both the server and the station but was unable to send them. The server was rebooted to make the order list appear; however, the orders still did not display. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) confirmed that the issue was related to the customer host system not being connected. The system functioned as intended after the technical support specialist investigated the device.